Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a fluctuation in shock lead impedances measurements that decreased from 150 ohms to 80 ohms within four months. It was noted impedances have been rising since implant. A request was made for disk analysis. Engineering analysis confirmed normal device operation. Lead impedances show higher variability of system impedance measurements. Technical services discussed possible causes and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported an alert was received due to high shock lead impedance measurements measuring 210 ohms. It was suspected there was a problem with the header. However, during an intraoperative examination the header appeared norma. Subsequently, the device was explanted due to low battery capacity. The device is expected to be returned. No additional adverse patient effects were reported.